Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. No data management system (dms) investigation was possible for this complaint since user did not provide exact date, time and glucose values of the incident. User did not provide any further information. As a result, the complaint could not be confirmed.

Event description:
Senseonics was made aware of an incident where patient experienced a hypoglycemia event. Patient reported blood glucose value of 23 mg/dl but did not specify sensor glucose value. Patient did not specify date and time of the incident. Patient complained that she did not receive any low glucose alerts.